Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer has already opened a ticket for this case and scheduled a service call to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the door was inoperable, and all medications stored inside were associated with patient orders. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.